Manufacturer narrative:
The device was returned for evaluation and the reported event was confirmed. The cardan joint nearest the blue knob was observed to be broken. The production records were reviewed and no discrepancies were identified. The failure is contained within the risk management files and falls within the predicted occurrence range. No further investigation required. Complaint information provided by distributor, (B)(4).

Event description:
It was reported during an unknown procedure that the impactor handle broke at one of the junctions of the screw mechanism. It appeared that the coupling sheared of from the locking pin. All pieces were retrieved. No adverse events nor patient consequence were reported as a result of the malfunction.